Event description:
It was reported that a neurologist could not establish communication with two pt generators as he could not interrogate them. Info from the site indicated that troubleshooting was performed as to change the programming wand's battery and verify that the handheld computer was not connected to the ac power supply but the issue prevailed. Furthermore, after attempting to communicate with a pt's generator for 10-15 minutes, the site was able to interrogate the pt. A new programming system was sent to the site and good faith attempts to obtain the old programming system have been unsuccessful to date.